Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following: it was reported by customer that IV line was disconnected in patient bed at the lower y - injection site.

Manufacturer narrative:
The customer reported disconnection at the lower y-site, and returned one used sample of material 10010454, lot unknown. Upon initial visual examination, the set verified the failure of separation, at the reported lower y-site. The tubing was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation at y-site to be related to incorrect holding time in assembly to allow the solvent to bond. A fixture will be implemented by the plant to assure the correct holding of time of 3 seconds between the tubing and the ysite. In addition, a quality alert was issued on july 17th, 2025, in order to communicate to the personnel involved the importance of following assembly instructions. The material lot number found from sample smart site ID # to be 25035096. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.